Manufacturer narrative:
Section h6 is updated in this report.

Event description:
The manufacturer became aware of an allegation that an end user developed filter issue while using an rep dreamstation auto CPAP, dom - recrt. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously became aware of an allegation that an end user developed filter issue while using an rep dream station auto CPAP, dom - recrt. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and device was corrected. Evaluation method code, evaluation results code and conclusion code grid has been updated.